Manufacturer narrative:
At the time of pick-up of a citadel plus bed frame that beyond to the arjo rental fleet, it was found by an arjo representative that the side rail panel was detached from the side rail mechanism. The device was not in use at that time. No harm was claimed. The person who picked up the bed frame was contacted during the investigation. It allowed to establish that the customer staff transferred this bed to the dirty beds' centralized location at the facility. During the pick-up of the dirty beds, the arjo representative found that the side rail panel was detached from the side rail mechanism (3 of 4 screws were completely pulled off). Additionally, the power cord was identified as damaged, it was wrapped around one of the castors. The customer facility did not inform arjo about any damages and they did not raise any claim. The arjo representative spoke to the nurse of the unit and the people responsible for the transfer of the beds but no one was aware of these damages and circumstances which occurred. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail mechanical damage might be related to an excessive force applied to the side rail. This is in line with the side rail condition. It was mechanically damaged, the side rail panel was detached from the side rail mechanism (3 of 4 screws holding the panel were ripped off). According to citadel plus instruction for use (831.374) the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail panel was detached from the side rail mechanism and the power cord was damaged. The bed was not in use when the damaged side rail and power cord were identified. This complaint is deemed reportable due to the safety side detachment from the bed frame. No injury was claimed.

Event description:
At the time of pick-up of a citadel plus bed frame that beyond to the arjo rental fleet, it was found by an arjo representative that the side rail panel was detached from the side rail mechanism. The device was not in use at that time. No harm was claimed.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.